Event description:
It was reported that the lenses were dry. No pt contact. Reportedly, this issue was discovered upon receipt. This issue occurred with nine lenses. This report references lens 3 of 9. Reference MDR# 1313525-2015-00788 for lens 1 of 9 in the event. Reference MDR# 1313525-2015-00789 for lens 2 of 9 in the event. Reference MDR# 1313525-2015-00791 for lens 4 of 9 in the event. Reference MDR# 1313525-2015-00792 for lens 5 of 9 in the event. Reference MDR# 1313525-2015-00793 for lens 6 of 9 in the event. Reference MDR# 1313525-2015-00794 for lens 7 of 9 in the event. Reference MDR# 1313525-2015-00795 for lens 8 of 9 in the event. Reference MDR# 1313525-2015-00796 for lens 9 of 9 in the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.